Event description:
Hospital reported 18 gauge needle was inserted into the left hand. The IV contrast was injected per protocol. The nurse observed for the first 10-15 seconds for extravasation. There was none. There was blood return prior to injection of the contrast material. Several minutes after the contrast was injected, the pt stated their hand was hurting. IV dc'd immediately, pt's hand was elevated and ice applied. Pt's physician was notified. Pt had a faciotomy to the left hand. Bio med assessment performed and it appears that equipment working properly; however, there is no pressure adjustment on this unit.